Manufacturer narrative:
Richard wolf medical instruments corporation considers this complaint and MDR open. The user facility will be contacted again in an effort to collect missing information. Rwmic's follow-up report to FDA is pending user facilities response. (B)(4).

Event description:
Description of the problem as reported by the user facility. Information was recorded by rwmic on device complaint report: "opened tray right before case and the lever was missing off the handpiece". User facility was asked the following questions, answers were provided on june 18, 2018: was the device being used during a procedure when the issue occurred? Yes. Specifically, was the device being used on a patient when the issue occurred? No. Was there any injury or illness to patient or other personnel due to issue? No. Did the issue cause a delay in the procedure being performed that put the patient at risk? Yes. Was there a similar bac-up device available for use? Yes. Was the scheduled procedure completed? Yes. How was the patient anesthetized? General, local, unknown, not applicable? General. User facility returned the device to rwmic on 06/21/2018. User facility did not include missing lever. Product was evaluated on 06/27/2018, summary below: product appearance is used. The condition was verified. Device was in for service on 12/05/2016, this is not a repeat repair. 8564.021 was returned without the lever, lever may have been lost at customer site. 8564.021 was repaired, function tested, and returned to customer.

Manufacturer narrative:
Follow-up #1 is to provide FDA with new and changed information: the user facility was contacted three times in an effort to collect additional information. As of november 08, 2018, (B)(4) has not received a response. (B)(4) considers this complaint and MDR closed. Should additional information become available a follow up report will be submitted.

Event description:
Follow up report to provide new and changed information.